Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported physical resistance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted the hi-torque guide wires instructions for use, states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Force applied ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily calcified. There was resistance with the calcified anatomy during advancement and withdrawal and when force was applied, the tip of the whisper guide wire broke off in the patient. Attempts were made to snare the tip, however they were unsuccessful. The snare also broke and a stent was deployed over the separated snare and tip of guide wire to trap them and keep from embolizing. Patient was sent to surgery on (B)(6) 2018 in an attempt to retrieve the separated portion of the guide wire. After further follow-up, no additional information could be provided.